Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported seeing power on reset (por) message on patient programmer (pp) and recharger yesterday when they went to turn ins on. Pt said everything was working fine on saturday. Pt connected with pp and reported informational por. Patient services walked pt through clearing por and pt reported they could connect like normal again. The troubleshooting steps that were taken on the call resolved the issue.